Event description:
The pt experienced withdrawal. Symptoms included headache and vomiting. The pt was seen in clinic. Numerous stalls and recoveries were noted in the event logs. The pt had no medical procedures and was at home during the stalls. The pump was being used to deliver morphine. A dye study was done in 2009, everything looked ok. The pump medication was aspirated at that time. The actual reservoir volume matched the expected reservoir volume. The pt requested pump replacement. Surgery has not been scheduled yet. A follow-up report will be submitted, if additional information becomes available.